Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).

Event description:
Customer reportedly received the following results, with two different meters, within 10 minutes: 325 mg/dl on his meter (aviva)(system 1) and 162mg/dl on his daughter's meter (aviva)(system 2). No adverse event reported. Requested return of suspect device and replacement was sent.